Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis; cause was not provided. A blood glucose level was not provided. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of event is approximate. Date of discharge was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.